Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing o2 bench. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer states "o2 will not register," which may have affected o2 monitoring. No pt injury reported.